Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The patient reported severe chest pain one week post implant and occasional lightheadedness. A computed tomography (CT) scan was performed which revealed a perforation. A lead revision procedure was performed without complication. No additional adverse patient effects were reported.